Event description:
It was reported that a cadd® cadd-prizm® vip pump was alarming wrong cassette. No patient involvement or injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the pump's bezel to be broken and the coin latch to be stripped. "Wrong cassette" and "high pressure" alarms were found to have occurred after the pump was started as indicated in the event history log. Functional testing found no problem with the pump displaying "wrong cassette".